Manufacturer narrative:
(B)(4). Device catalog number and lot number unknown/ not provided. Device not returned.

Event description:
It was reported that patient came to medical center with fractured screw. Part of the screw is still stuck inside the implant. Tooth location 21.

Manufacturer narrative:
The following section has been corrected for the manufacturer aware date that was reported incorrectly on the initial submission that was submitted on 19-mar-2018. The manufacture aware date that was reported 16-feb-2018 but the correct aware date is 16-mar-2018.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. The complaint could not be verified, as the product was not returned for inspection. A singular root cause could not be identified.